Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient has less dryness bilaterally post lasik. Patient reports seeing black dots for the past four months in the left eye. Dilated fundus examination was performed. Retina looked unremarkable. Patient does have a glaucoma specialist but has not been keeping appointments with them. Patient has been using glaucoma drops and artificial tears. Patient is to be advised before a possible enhancement. Patient has an upcoming appointment to see the glaucoma specialist. Patient was also referred to her primary care physician.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to the reported event. All energy settings were within range and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).